Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not turning on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), e3, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10 additional information: e1(event site telephone(B)(6) it was reported that the cardiosave intra-aortic balloon pump (iabp) unit ¿not turning on¿. It is unknown the circumstances under which the event occurred. A getinge field service engineer (fse) arrived on site and observed console not fully inserted in main cart causing no ac operation of charging of batteries. Reinserted console to cart and charging battery cycle started along with ac operation. Observed no failure battery charging and ac operation working to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Patient involvement was not there.